Event description:
It was reported that the ventilator generated a power error. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a power error and other technical errors. The evaluation of received device logs confirms the reported technical errors on july 29, 2021, the reported date of event, apparently during service/maintenance. Several technical errors occurred including internal power errors and communication errors. In general, if an internal power failure occurs during ventilation it may lead to stop of ventilation as a worst case scenario. Alarms will be generated. Three pre-use check passed during a service on august 18 and no part was reported replaced. The cause of the reported problem has not been explained.

Event description:
Manufacturer ref.#: (B)(4).